Event description:
It was reported that the patient presented for a routine follow up and the right ventricular lead exhibited high thresholds. The lead was capped on (B)(6) 2015. The patient was in stable condition during and post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.